Event description:
Complainant alleged that the emt's were respondintg to a call for a pt (age and gender unknown) who was in cardiac arrest. The pt was defibrillated a total of 13 times. When the emt's defibrillated the pt at 360 joules, an arc was observed. The clinicians indicated that they "had to keep reapplying to make sure the pad was still on." The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The customer indicated that the electrodes used in the event were inadvertently discarded subsequent to the reported malfunction.